Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented with shock impedance measurements above 125 ohms. A memory download was performed and sent to boston scientific technical services (ts) for review. It was confirmed that the shock impedance measurements had started to increase since (B)(6) 2016. The pacing impedance measurement is very stable and there is no noise noted on the shock channel. Additional troubleshooting was discussed to help ascertain the cause of the increase in shock impedance measurements. The patient was brought in for commanded shock testing. It was noted that after testing was performed, the shock impedance measurements decreased back to a normal range in all shock configurations. The ts consultant discussed that the increase in shock impedance measurements may have been due to a build-up of ions on the shock coils. The ions are subsequently released during shock delivery. No additional adverse patient effects were reported. The rv lead and ICD remain implanted and in service at this time.